Event description:
It was reported that a patient experienced peritonitis on the same day peritoneal dialysis (pd) therapy was initiated. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated for peritonitis with intraperitoneal (ip) injections of vancomycin, 1gm (frequency not reported), fortum, 1g, (oral) and ciplox, 500mg (bd) twice per day. At the time of this report, the peritonitis was resolving and the patient was recovering. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up will be submitted.